Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that a patient's wife reported that six weeks post water vapor therapy surgery, her husband goes to the bathroom every 20 minutes or so and thus the patient is exhausted. No further information was provided.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Investigation summary based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with water vapor therapy procedures and is noted as such in the device instructions for use. Device history record (DHR) a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review the delivery device instructions for use (IFU) was reviewed. The patient symptom of urinary frequency was found to be listed in the IFU. Investigation conclusion based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that a patient's wife reported that six weeks post water vapor therapy surgery, her husband goes to the bathroom every 20 minutes or so and thus the patient is exhausted. No further information was provided.